Event description:
It was reported that during a lobectomy procedure, the device only stapled one side. Patient lost blood from the side of the inner vein. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.